Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer also stated the screen is difficult to see. The customer stated the pump works, but unable to see the screen. The customer's blood glucose was 29mg/dl, treated with orange juice and blood glucose went up to 97mg/dl. The customer stated the pump has cracks on screen. The customer has been treating with manual injection. The customer stated he thinks he fell and did not notice any damage before that incident. The customer was advised to discontinue use of the pump and revert to back up plan. The customer will return insulin pump for analysis.